Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot up. The fe could not repeat the issue. This resulted in an intermittent, recoverable loss of imaging functionality, which would result in procedural delays. There is no report of injury or death.